Event description:
Rptr is accusing dr of using these implants illegally. Rptr is aware that the implants are not available for general use. Rptr had saline implants previously and wanted larger ones. Dr offered silicone implants saying they were safe. Rptr later changed drs and their new dr was surprised that rptr had silicone implants. He asked if rptr was involved in a clinical study since he was aware that should have been the only way a person could have received silicone implants. Rptr called mcghan and spoke with clinical studies dept. They did not have any record of rptr being involved in a study. Rptr spoke to their implant physician who told rptr that they were in the study. Dr now will not turn over rptr's records. Rptr understands that a person must meet certain criteria in order to be enrolled in the study. Rptr meets none of the criteria. MFR is now refusing to speak to rptr. Rptr would like FDA to know that the silicone implants are being implanted in pts against FDA regulations and wants to know what is being done to follow-up on this.